Event description:
It was reported that before use the foley catheter had a malfunction. The content was reviewed, but there was no response, and they kept insisting that the manufacturer should investigate, so not been able to hold a proper hearing. It would be helpful if could check for leaks in the balloon or catheter, or any foreign objects. Per follow up information received via rcc on 09jan2026, stated that they were not sure of the details of the malfunction.

Manufacturer narrative:
Initial reporter facility name: (B)(6) hospital. The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.